Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer's blood glucose (bg) level was between 67-176 mg/dl for this event. Additionally, customer reported experiencing a low bg level of below 40 mg/dl due to inadvertently entering the wrong value when delivering a bolus. Low bg was addressed by taking two "voiles baqsimi." Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.